Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter got stuck in the distal edge of the stent. The 90% target lesion was an area of instent restenosis (isr) located in moderately tortuous and mildly calcified obtuse marginal branch. During a percutaneous coronary imaging (pci), an opticross imaging catheter was selected for use. After pre-dilatation was conducted, pre intravenous ultrasound (ivus) was performed and a non-bsc stent was then deployed into the previously implanted non-bsc stent. The imaging catheter was then delivered in order to perform post ivus. However, during the removal of the opticross device, it got stuck at the distal edge of the non-bsc stent and was unable to be removed. It was unknown of which stent did the imaging catheter got stuck with. The physician then pulled and pushed the opticross device to resolve the issue and was finally able to remove the device from the patient's body. It was noted that guidewire exit port of the catheter was damaged or lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. There was damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter got stuck in the distal edge of the stent. The 90% target lesion was an area of instent restenosis (isr) located in moderately tortuous and mildly calcified obtuse marginal branch. During a percutaneous coronary imaging (pci), an opticross¿ imaging catheter was selected for use. After pre-dilatation was conducted, pre intravenous ultrasound (ivus) was performed and a non-bsc stent was then deployed into the previously implanted non-bsc stent. The imaging catheter was then delivered in order to perform post ivus. However, during the removal of the opticross device, it got stuck at the distal edge of the non-bsc stent and was unable to be removed. It was unknown of which stent did the imaging catheter got stuck with. The physician then pulled and pushed the opticross device to resolve the issue and was finally able to remove the device from the patient's body. It was noted that guidewire exit port of the catheter was damaged or lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.